Event description:
In july 2004, the pt reportedly fell and struck their head. After that, when using the sound processor, the pt reportedly had no sound percept. On event date, the pt was seen for eval. Testing performed confirmed that the pt's c1 device was no longer functioning.